Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad trace. There were minor scratches on the lcd window, cracked case near display window corners and cracked reservoir tube lip. The device did not have numbers ramp up on their own or scroll bar move without any input. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt the numbers continued to scroll up. Customer's blood glucose reading was 200 mg/dl. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.